Manufacturer narrative:
The product was not returned for evaluation. The user reported that the adhesive was coming loose, which caused the cannula to come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported her blood glucose reached 30 mmol/l (541 mg/dl) and that the adhesive pad was not sticking well to the skin, which caused the cannula to come out of the skin while she was swimming. The pod was worn on the abdomen.